Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-feb-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that device was not powering on. A field service engineer (fse) responded to a no-power issue with a black screen. Upon investigation, fse identified a faulty drawer controller in drawer 5.1 that was pulling down the power supply. The defective controller was replaced, and diagnostics confirmed that both the drawer and the station were functioning correctly. Application tests also passed successfully. Fse performed proactive inspection process. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, station was not powering on. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.